Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgeon reported unexpected residual astigmatism following topography guided laser ablation. Additional information has been requested.

Manufacturer narrative:
With limited information the root cause could not be determined conclusively. (B)(4).